Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic and motor assemblies. It was unable to verify the battery out limit alarm due to unresponsive buttons. Device was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she fell in the pool with the insulin pump and then received a battery out limit alarm during normal use. Blood glucose value was 141 mg/dl. She stated no cracks are noted but there is fluid under the lcd display. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.